Event description:
Applied a new abbott freestyle libre 2 glucose sensor to my arm. About four hours it fell off. Upon inspection, I noticed that the needle and some of the white paper on the base showed signs of rust. This was from lot number ktp008460, serial number (B)(6), use by 2034-10-31.